Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Tissue and charred blood was observed on the jaws. The silicone insulation was partially peeled and detached at the inner tip of the cold jaw. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Since the damage was to the inside of the jaw the most probable cause is open-jaw contact with the opening of the tool port while inserting the hemopro. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation at the tip of the jaw came off. It is unknown if the piece was recovered. A replacement device was used to complete the procedure. For other reasons a portion of the procedure was converted to an open procedure with suction, to harvest the saphenous vein. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation at the tip of the jaw came off. It is unknown if the piece was recovered. A replacement device was used to complete the procedure. For other reasons a portion of the procedure was converted to an open procedure with suction, to harvest the saphenous vein. The hospital did not report any patient effects. The product is returning.